Manufacturer narrative:
Exemption number e2015048. A biomérieux investigation was conducted. The patient isolate was submitted by the customer and investigational testing included: organism identification was confirmed as staphylococcus aureus. Vitek® 2 ast-gp75 (customer lot and random lot). Agar dilution (ad), the reference method for oxacillin development. Broth microdilution (bmd). Cefoxitin disc, the reference method for cefoxitin screen test development. Pbp2a latex. Results obtained are as follows: vitek® 2 ast-gp75 (customer lot and random lot): obtained oxacillin mic=1 susceptible for all cards tested. Cefoxitin screen test was negative for all cards. Agar dilution (ad): oxacillin mic=4 resistant. Broth microdilution (bmd): oxacillin mic=2 susceptible. Cefoxitin disc: positive result. Pbp2a latex: positive result. It should be noted that, when a mic=1 is obtained with vitek® 2 ast-gp75 cards, a phenotype of either acquired penicillinase or modification of pbp is proposed. Therefore, further testing is indicated. The overall investigation concluded the submitted strain exhibits atypical growth behavior for some susceptibility testing methods. The investigations concluded the vitek® 2 ast-gp75 card is performing as intended.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. Exemption number e2015048. A customer in the united states reported a false negative cefoxitin screen (false susceptible oxacillin) result for a staphylococcus aureus patient isolate in association with the vitek® 2 ast-gp75 test kit. Repeat test indicated the same result. The patient isolate was presumptive for mrsa by kirby-bauer cefoxitin disk. Testing via pcr confirmed meca positive (mrsa). The customer states that the laboratory did not report the discrepant vitek® 2 ast-gp75 result to the clinician, and there was no impact to patient therapy. Culture submittals were requested by biomérieux for internal investigation.